Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented to the emergency room somnolent but arousable and hypotensive with abdominal distention approximately one month post system change out from an implantable pulse generator (ipg) to an implantable cardioverter defibrillator (ICD). The patient is reported to have a history of staph capitis endocarditis on chronic suppressive antibiotics. Blood cultures were performed and were positive for streptococcus mitis bacteremia. The patient was also diagnosed with septic shock, endocarditis and acute kidney injury. Mild pulmonary edema and small bilateral pleural effusions were noted on chest xray. A transesophageal echocardiogram (tee) was performed and noted filamentous echodensity suggestive of vegetation as well as fluorine deoxyglucose update in the area of the implantable cardioverter defibrillator (ICD). The patient received both fluid boluses as well as diuresis. The patient was treated with intravenous antibiotics and the implantable cardioverter defibrillator (ICD) system was explanted due to the infection. The patient will continue on long term suppressive antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.